Manufacturer narrative:
The calibration and qc were passing at the time of the event. A precision check report for 09-dec-2025 was provided and was passing. However, the sample number was n=20, not meeting the precision check criteria of n=21. A field service engineer (fse) completed fluid checks, cell levels were okay, the gear pump and main pump were okay. The incubator bath was clean and the needles rinses and centering were okay. Qc was completed and okay. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 885933, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable low cholesterol gen.2 result from the cobas c 503 analytical unit for one patient. The initial result was 0.150 mmol/l, and the repeat result was 7.740 mmol/l. The repeat result was deemed to be correct.